Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed an extended bolus and the bolus duration appeared to continue beyond the programmed time frame. Tandem technical support reviewed pump data and confirmed that the requested bolus had delivered the accurate dosage during the requested time frame. Blood glucose level ranged from 70-108 mg/dl. Multiple contact attempts were made by tandem technical support to inform the customer that the bolus had completed in the accurate amount and that the issue was related to the pump's display of bolus delivery data; however, the customer did not respond.